Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for low blood glucose on (B)(6) 2020 with blood glucose level was 50 mg/dl. Customer was treated with food. Customer alleged insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for low blood glucose level. The insulin pump will be returned for analysis.